Event description:
Oversensing was reported and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
Oversensing was reported and the lead was capped and replaced. It was further reported that there was noise and an insulation failure on the ventricular lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.